Manufacturer narrative:
Date of event - estimated. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that closure of an unspecified vessel was attempted with two proglide devices related to an unspecified procedure. Reportedly, an unspecified device failure occurred with both devices. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed MDR, the following information was received:the knot of the first proglide device was successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved, so a second proglide suture was deployed; however the same thing happened: the knot was advanced, however, bleeding continued. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.